Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer stated the insulin pump was not delivering insulin and had insulin flow blocked alarm. Insulin exited during 5 unit fixed prime or fill cannula. Customer's current blood glucose level was 159 mg/dl. Insulin pump passed displacement test. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.